Event description:
The customer contact reported that the back of the device was charred and melted. The pump was returned to the biomedical engineering department for an unspecified issue. No tracking info; therefore, specific pt info, pump programming, or event details were not available. Upon visual examination of the device, charring was noted on the back of the device and the power cord was melted where it enters the back of the device. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.